Event description:
Patient was revised to address pain and stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records, including x-rays were obtained. The complaint of loosening cannot be confirmed radiographically as the radiographs provided were dated 8 aug 2013, which was post revision, and no other radiographs were provided prior to the revision. The revision operative report states that stem loosening was confirmed with both radiographs and bone scan. It was stated the stem was clearly loose, came up very easily and there was membrane in the femoral canal. The reported stem loosening could lead to pain, however, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection.